Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the universal oscillating saw attachment had pins are falling out of the attachment. The event timing was during kit inspection, thus there was no patient harm/injury and there was no extension or delay in surgery.